Event description:
It was reported that a clearlink system continu-flo solution set leaked. This was identified during an unspecified chemotherapy infusion. The patient's parents discovered "it was dripping on the floor and were wiping it up." There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Device manufacturer address: (B)(6). The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.